Event description:
It was reported that the patient had high impedance. No reported note of trauma. No further relevant information has been received to date. No known relevant surgical intervention has been received to date.

Event description:
It was reported that the patient's lead and generator were replaced due to high impedance. Per historical hospital policy, explanted products are discarded. No further relevant information has been received to date.